Event description:
Per affiliate: it was reported that the customer was hospitalized for dka. The customer stated that the pump was not functioning properly and did not have power. In addition, two different alarms had occurred while the customer was at the hosp and continued to have hbgs. The contact was advised that a replacement will be sent. No further details.